Event description:
Two years following intraocular lens (iol) implant surgery, a consumer reports dark, blurred vision with glare and many halos. The surgeon reports observing posterior capsular opacification (pco) in 2006. In follow up, the surgeon reports that the outcome of the event is unknown. There are two medical device reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.